Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. Troubleshooting was performed. The caller stated that her infusion set fell out overnight, and she was without insulin, which caused her blood glucose to rise. The caller mentioned that the customer was in an accident, but she was not driving. No further information was provided.